Event description:
It was reported to boston scientific corporation that an endovive safety peg kits push method was used during a peg placement procedure in early 2009. According to the complainant, during the procedure, while pulling the peg through, the peg tubing snapped and a portion fell into the patient. The tubing was retrieved using the guidewire. The position of the guidewire was lost and therefore, the case was cancelled. The incision site was covered with gauze, the patient given antibiotics and then released.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.